Event description:
Tech alleged that the right intermediate siderail will not stay up. No pt impact.

Manufacturer narrative:
The tech found the right siderail latch is not latching due to rust and dirt. The tech replaced the right siderail latch and cleaned and lubricated the location of the latch to resolve the issue.